Event description:
The pt's family member called lifescan and alleged that pt's meter was powering off during use. The medical affairs specialist spoke to the pt's family member and obtained/verified the following info: the pt was unable to test on their meter for approx two days since the meter was powering off during use. The pt was experiencing high blood sugar symptoms. They went to the emergency room and received a blood glucose result of over 500 mg/dl. They were treated with insulin and released. The pt's family member stated that they are not on any medications for their diabetes. If they obtain a high blood glucose result they then visit their physician for an insulin shot. The reporter stated that the meter was displaying the battery symbol. They stated that it had been over 1 year since the battery was replaced. They were advised to purchase a new battery and to call back if the issue was not resolved. Since the original call was placed, a new battery was purchased and the battery was replaced. The pt attempted to test; however an error 1 message appeared. The issue was not resolved with troubleshooting and the meter was replaced for the pt.